Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. Also, the dilator and the shaft were observed bent. A device history record was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported was confirmed based on the condition observed on the hemostatic valve. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. The dilator damage reported was also confirmed. The potential cause may be related to device handling/shipping. However, this cannot be determined with the information available. The instructions for use (IFU) contains the following information: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo which had a partial irrigation blockage. It was initially reported by the customer that the guiding wire could not pass through the inner sheath due to the impediment. The second device sheath was used to complete the operation. There was no report of adverse event on the patient. The customer's reported impeded issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 15-apr-2026, additional information was received indicating device was used in the patient and indicated there was a partial blockage when irrigating the sheath; there was no material causing the obstruction. Damage to the inner sheath was also reported and the self-contained guide wire cannot pass through the inner sheath. Based on the new information received indicating the device was used on the patient, the event was reassessed as an MDR reportable malfunction.